Event description:
The ge oec 9800 fluoroscopy system had image orientation stuck and also a stuck collimator.

Manufacturer narrative:
A ge oec service rep investigated the issue, removed and replaced the defective wires in the hv cable assembly. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.